Event description:
Patient underwent surgery to have their lead explanted. The explanted lead have not been received by product analysis to date.

Event description:
The patient had a seizure while doing dishes, and fell with a knife in her hand, causing her to stab herself which resulted in the lead being cut. The patient was referred for a full revision, but only had their generator explanted. No known surgical intervention has occurred to date with the suspect product, the lead. No other relevant information has been received to date.